Manufacturer narrative:
Additional information: h6, h10. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. A2: the patient is pediatric. G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system, non-dehp continu-flo solution set leaked from the lowest y-site (clearlink) while infusing intravenous fluid (ivf) to patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.